Event description:
The catheter was torn off. This incident occurred 70 days after placement. It appears that the catheter was torn off under clavicle. The catheter was removed by angio technique. Patient injury was involved, but there is no problem to patient when catheter was removed. No other information provided.